Event description:
Patient admitted for more low speed operations noted on interrogation in clinic. Thoratec tech verified that there is not at least 2 fractured wires. Patient is not a surgical candidate. Referrals to other vad centers made, but no acceptance.